Event description:
The account stated that axsym estradiol reagent has generated discrepant results on 3 patient samples. On patient #3, the initial result 1249 pmol/l, the retest result was 553 pmol/l(with dilution <918 pmol/l. There was no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Correction, the manufacturer site (MFR site) is incorrect in the initial (B)(4) was selected. The correct MFR site is (B)(4). Evaluation (B)(4) - other a review of complaint data along with a review of the customer data determined that a product deficiency is not likely. Acceptance criteria were met for the complaint tracking and trending review and the customer data supported the information included in the complaint text. Testing was not performed for this investigation. A review of the quality records did not identify a trend related to the issue under investigation. No issues were identified related to the complaint that would indicate that there is a product deficiency. The customers issue does not appear to be caused by a shift in product performance that would warrant additional product information distribution. Although no product deficiency was identified, the package insert, specimen collection and preparation for analysis section and troubleshooting resources from the axsym system operations manual was referenced to the customer. The axsym estradiol reagent package insert was reviewed and contains the following information: ensure that complete clot formation has taken place prior to centrifugation. Some specimens, especially those from patients receiving anticoagulant or thrombolytic therapy, may exhibit increased clotting time. If the specimen is centrifuged before a complete clot forms, the presence of fibrin may cause erroneous results. For optimal results, specimens must be free of fibrin, red blood cells, or other particulate matter. Red blood cells may interfere with the axsym estradiol assay. Remove red blood cells from specimens prior to use. Based on the results of this investigation, axsym estradiol is performing as intended and no additional product issues were identified. No further investigation is required. This is the final report.